Event description:
Pre-op 09/13/2010: vsc cf-ou vcc 20/30, od 20/40, os k's 43.50/44.75 x 0.8843.25/44.75 x 075 pach, 585 od, 576 os, mr - 5.75 - 1.00 x 170 -5.00 - 1.50 x 167 20/20 ou, cr 5.62 - 1.00 x 170 - 4.75 - 1.50 x 167 20/20 ou. (B)(6) 2010: 1 day post op. Ou 20/25 od 20/20 os (lasik) sub conj hem od epi irregular at edge great position no striae flap slip od. Op note - slipped flap od. Prep and glove, dape, lift flap, remove epi from bed and back of flap. Replace and stretch, bcl zymaxid, pred forte. One day post flap left lift and stretch vasc 20/20 od.

Manufacturer narrative:
(B)(4). Evaluation: evaluation of equipment is in progress. Information regarding the results and conclusion of the equipment evaluation will be provided in a supplemental MDR.